Manufacturer narrative:
(B)(4). The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. The endobronchial tube was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears typical. Functional inspection was performed to attempt to inflate and deflate the white tracheal and blue bronchial balloon cuffs on the returned endobronchial tube. A lab inventory syringe was filled with air. Then the syringe was connected to the white tracheal pilot balloon. Using hand pressure, air was injected through the white tracheal valve. Upon injection of air, the white tracheal balloon cuff was able to inflate. The syringe was connected to the blue bronchial pilot balloon and injected with air. The blue bronchial balloon cuff was unable to stay inflated. The eb tube was submerged under water and an attempt to inflate was made to detect any leaks. Upon injection, the eb tube leaked from the inflation line toward the distal end of the tube. It appeared as though the inflation lumen split. The sample was sent to the manufacturing site for further evaluation. It was found that the manufacturing process step of "tracheal and bronchial inflation lumen plugging/curing" was omitted. A device history record review was performed and no relevant findings were identified. The reported complaint of "cuff leaking prior to use" was confirmed based upon the sample received. Upon functional inspection, the blue bronchial balloon cuff was unable to stay inflated. When submerged underwater, the tube leaked from the inflation line toward the distal end of the tube. It appeared as though the inflation lumen split. The sample was sent to the manufacturing site for further evaluation. It was found that the manufacturing process step of "tracheal and bronchial inflation lumen plugging/curing" was omitted. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that "17th aug 2019, doctor found the cuff leaking when opened the package prior to use on patient."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6) 2019, doctor found the cuff leaking when opened the package prior to use on patient."